Event description:
Device 1. Country of complaint: (B)(6). The abc cervical screw (fj933t_device 1) would not self-lock. Attempts to pull up the locking pin ended up failing due to breakage of tip of the self lock assist device. The screw in question was replaced. The fragment of the fj911r (device 2) is inside the head of the screw. Estimated delay of surgery time is fifteen (15) minutes. No patient injury.

Manufacturer narrative:
Fj911r (device two) reported under MDR 3005673311-2012-00012. Evaluation results: the screw head flanks are deformed. We assume that this happened whilst screwing the screw down onto the plate. The pin's ((B)(4)) hexogen wrench key insert is deformed. It appears that the hexagon wrench key was inserted offset to the insert. There is further wear material; possibly from the locking assistant (fj911r device two). We assume that the flanks of the screw were deformed by the abc plate whilst screwing into the vertebral body. Furthermore, that the deformed screw head flanks prevented the pin from popping-up to lock the screw in the plate. This consequently led to the fracture of the locking assistant (fj911r device two) because the screw head flanks blocked the pin from being pulled-up. The manufacturing documentation has been checked and shows no noticeable problems.